Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4, d10 h3, h4, h6 investigation summary visual inspection: the screwdriver, hexagonal, small, with holding sleeve (part # 314.020 lot # 9700925) was received at us cq. The distal tip of the device was broken and no fragment was returned. Only a minimal portion of the hex tip remained. There were surface scratches on the shaft of the device consistent with normal wear. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes dimensional inspection: specified dimensions: tip diameter = 2.83mm + 0.00mm / - 0.04mm measured dimensions: tip diameter = 2.82mm; conforming device(s) used: ca215p document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues manufacturing record evaluation: the received screwdriver, hexagonal, small, with holding sleeve (part # 314.020 lot # 9700925) was manufactured at the hägendorf site on (B)(6) 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Conclusion: the complaint was confirmed for the received screwdriver, hexagonal, small, with holding sleeve (part # 314.020 lot # 9700925) as the distal tip of the device was broken. Only a small portion of the hex tip remained. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during repetitive use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 314.020 lot: 9700925 manufacturing site: hägendorf release to warehouse date: 16.nov.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on a unknown date two (2) small hexagonal screwdriver tips broke off over the past two (2) weeks. They broke intra-operatively, but the pieces were recovered and there were no patient issues. The devices broke due to wear, tear and weakening of the device over time putting screws into the plates there was no surgical delay. Secondary small hexagonal screwdrivers were used to finish the case. Concomitant devices: unk - screws: trauma (part unknown, lot unknown, quantity unknown), unk ¿ plates (part unknown, lot unknown, quantity unknown), this report is for one (1) screwdriver, hexagonal, small, with holding sleeve. This is report 1 of 2 for (B)(4).